Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "before use, it was found the tube wall white spray is larger than usual spray particles, occurred additive abnormality issue,"

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "before use, it was found the tube wall white spray is larger than usual spray particles, occurred additive abnormality issue,".

Manufacturer narrative:
H6: investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.